Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced vio dv 2.0 integrated electrosurgical unit (erbe) to resolve the grounding pad not recognized. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have detection issues. Upon visual inspection, no issues were found that would be related to the reported event. The erbe was installed on an in-house system where the unit functioned as expected. The erbe energized and cauterized and all ports recognized instruments.

Event description:
It was reported that prior to start- post anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the grounding pad was not recognized. The customer tried changing the ground pad but the issue reoccurred. The tse asked the customer if it was possible to shut down the vio dv 2.0 integrated electrosurgical unit (erbe). The issue got fixed but the customer said that problem was intermittent. Artemis do not show any errors. The procedure was completing as planned with no reported injury to the patient and no procedure delay.